Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015, as part of the (B)(6) clinical trial. Reportedly, the patient had a history of ampullary cancer and had one (1) prior wallflex¿ biliary rx fully covered stent. A baseline assessment of biliary obstructive symptoms was taken on (B)(6) 2015 with a result of jaundice. Baseline liver function testing was performed on (B)(6) 2015. On (B)(6) 2015, the patient underwent study stent placement as an outpatient procedure using ercp, computed tomography (CT), and eus (endoscopic ultrasound). A pancreatogram was performed during the stent placement, and prophylactic nsaids were administered to the patient. The 10mm x 40mm wallflex¿ biliary rx uncovered stent was implanted in a successful manner and the procedure was completed. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken with the following results: right upper quadrant pain and jaundice. On (B)(6) 2016, the patient presented with cholangitis that was deemed to be related to the study stent. According to the complainant, the study stent was occluded due to tissue ingrowth. The patient was hospitalized and an unknown medication was administered to address the cholangitis. On (B)(6) 2016, the subject underwent an unscheduled biliary reintervention for the management of biliary obstructive symptoms. A 10mm x 40mm wallflex¿ biliary rx fully covered stent was implanted in a satisfactory manner and the procedure was completed. The patient was discharged from the hospital on (B)(6) 2016, and the event of cholangitis was reported to have resolved. No additional adverse events were reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2015, as part of the (B)(6) clinical trial. Reportedly, the patient had a history of ampullary cancer and had one (1) prior wallflex biliary rx fully covered stent. A baseline assessment of biliary obstructive symptoms was taken on (B)(6) 2015 with a result of jaundice. Baseline liver function testing was performed on (B)(6) 2015. On (B)(6) 2015, the patient underwent study stent placement as an outpatient procedure using ercp, computed tomography (CT), and eus (endoscopic ultrasound). A pancreatogram was performed during the stent placement, and prophylactic nsaids were administered to the patient. The 10mm x 40mm wallflex biliary rx uncovered stent was implanted in a successful manner and the procedure was completed. On (B)(6) 2016, an assessment of biliary obstructive symptoms was taken with the following results: right upper quadrant pain and jaundice. On (B)(6) 2016, the patient presented with cholangitis that was deemed to be related to the study stent. According to the complainant, the study stent was occluded due to tissue ingrowth. The patient was hospitalized and an unknown medication was administered to address the cholangitis. On (B)(6) 2016, the subject underwent an unscheduled biliary reintervention for the management of biliary obstructive symptoms. A 10mm x 40mm wallflex biliary rx fully covered stent was implanted in a satisfactory manner and the procedure was completed. The patient was discharged from the hospital on (B)(6) 2016, and the event of cholangitis was reported to have resolved. No additional adverse events were reported as a result of this event. Additional information received april 29, 2016. The study site reported that the initial onset date of cholangitis was (B)(6) 2016, not (B)(6) 2016.